Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead dislodged and was unable to be placed in the ventricle. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.